Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a modified left radical mastectomy procedure, the device cut a hole on the branch of the axillary vein. The hole was repaired with temporary intervention. It is unknown at this time what the temporary intervention was, how the case was completed, or if any patient consequence occurred.